Manufacturer narrative:
Unit passed self-test, active current measurement, sleep current measurement, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed (0.00) units of normal bolus was delivered on ((B)(6) 2024). Found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, scratched case, stained keypad overlay, pillowing keypad overlay, stained serial label. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed, possible under delivery anomaly, DHR requested - other reasons. The customer reported blood glucose value of 494 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: high bg document treatment for high bg: manual injection. The event involved product(s) mmt-1715kl, mmt-397, mmt-332a. Customer reported high bgs. Customer does not feel ok to troubleshoot. Customer reported that pump was dropped/bumped with no visible pump damage. Pump failed displacement test. No further patient complications were reported. Mmt-1715kl was requested and customer response was the device will be returned. No product return is required for mmt-397. No product return is required for mmt-332a. .it was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.